Manufacturer narrative:
Returned device was evaluated and found to meet all functional requirements. No evidence of leaking was observed. A review of the manufacturing records for this unit indicate that the pc cube and pad were manufactured per established procedures and met all requirements prior to release for distribution. The customer has no further details in regards to the incident.

Event description:
Breg received medwatch report alleging the following, "the tubing to the patient end of the device leaked all over the patient's dressing and bed. Manufacturer response for pack, hot ot cold, water circulatiing, breg (per site reporter): none yet". No report of injury involved with the report.